Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: preliminary and functional testing was performed on the returned device. Results confirmed normal pacing and sensing functionality. Internal battery impedance during functional testing was found to be higher than the threshold established for automated testing. However, the measured impedance in the battery had not reached a level to impact device performance. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported by the patient that the patient experienced shortness of breath during exertion. The physician attempted to optimize settings on the cardiac resynchronization therapy pacemaker (crt-p) but the symptom persisted. The patient attributed the symptom to the crt-p. They physician stated it was not due to the device but "most likely related to other medical conditions." The patient was reported as being pacing dependent. The device was not at elective replacement indicator (eri) and replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.